Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the polyfoil pouch, guidewire, arteriotomy locator, carrier tube, hemostasis sheath, and header bag. The device was visually inspected. The device is in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The sheath and carrier tube were cut prior to return shipment, exposing the anchor. The returned sample was in used condition and contained the anchor. Therefore, the complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.

Event description:
Terumo medical corporation received the reported information. The procedure went smoothly without any issues. It was a standard introduction and normal steps throughout. While setting the anchor and placing the plug, a pull-out occurred. It was performed at the correct angle by a physician with extensive experience using angio-seal. There were no patient injuries. The procedure performed prior to use of the angio-seal was iliac via 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The procedure went smoothly without any issues. It was a standard introduction and normal steps throughout. While setting the anchor and placing the plug, a pull-out occurred. It was performed at the correct angle by a physician with extensive experience using angio-seal. The patient was in stable condition. Hemostasis was achieved by manual compression. Additional information was received on 10dec2025: the blood loss was less than 250cc. There were no concomitant devices used with the angio-seal. The vessel wall was without calcification or any other indications that would make it more difficult than normal. Additional information was received on 11dec2025: the angio-seal anchor did not deploy correctly.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.